Event description:
It was reported the pt developed an infection at her ipg site. It was reported the incision site had blisters and pus oozing out and was sore to the touch. The pt was treated with oral antibiotics. The physician consequently removed the pt's entire scs sys on (B)(6) 2013. No further ino is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.